Event description:
It was reported in an abstract that discussed the outcome of interspinous distraction devices, that 17 revisions of the x-stop implant occurred in a group of patients with spinal stenosis. The author had declined to provide any further information at this time.

Manufacturer narrative:
Results - other; attempts made to gather further information from the author were unsuccessful. A search of our database did not return any events that matched those mentioned in the source literature.